Event description:
It was reported that a patient implanted with an impella cp experienced a hematoma at the access site and ischemia of the leg. The pump was explanted and replaced with an impella 5.5 pump.

Manufacturer narrative:
The impella passed all post sterile inspection checks. No product was returned for investigation. The cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The root cause of the ischemia was unable to be determined due to insufficient clinical details.